Manufacturer narrative:
This device has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
Boston scientific received information that this pacemaker had reached elective replacement time (ert). At the previous device check the remaining longevity was 1.5 years. There was a concern the battery depleted prematurely. The device was explanted and successfully replaced. No additional adverse patient effects were reported.